Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for low blood glucose of 10mg/dl and treated with food. Customer indicated that their blood glucose value was 200mg/dl at the time of the call. Customer indicated that the pump programming is correct. Customer indicated that the pump was over delivering insulin and requested a replacement pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis. No further details provided.